Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (inadequate bone), immediate implantation, mobility. Limited bone quality, unable to achieve stabilization.